Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with flail leaflets. The leaflets were grasped with sufficient leaflet insertion. After a successful first establish final arm angle (efaa) test, the physician proceeded to deployment steps. During lock line removal, the physician was met with resistance after pulling the lock line to about 15cm. The physician tried to slightly pull the lock line, but it could not be removed further. No knot could be seen during the lock line removal. It was decided to continue with the deployment steps. The clip was deployed, and the lock line was still attached to the clip. Gently the clip delivery system (cds) was retracted over the free end of the lock line into the guide. The physician was able to remove the lock line successful. The mr was reduced to grade 1-2. No additional information was provided.